Manufacturer narrative:
The echelon microcatheter has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment, the catheter tip broke at the distal part. It was reported that after echelon 14 microcatheter steam shaped the distal tip, tip was cracked. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The clinical observation was confirmed. As received, the returned echelon 14 microcatheter distal tip was found bent and partially broken at the proximal edge of the distal marker band with a shaping mandrel stuck within the distal tip lumen. The tubing material of the broken ends exhibited jagged edges and stretching. No bends or kinks were found with the catheter body. Based on the returned device analysis, the damage to the distal tip is consistent with damage caused by tip shaping. In this event, user error likely contributed to the event as the echelon-14 micro catheter tip was steamed for ~60 seconds which exceeded the maximum steam time of 30 seconds, as per the IFU. All products are 100% inspected for damages and irregularities during manufacture. As noted in the echelon IFU (instructions for use): ¿in order to maintain catheter integrity and dimensional stability of the inner diameter, it is recommended that the user follow these instructions. Carefully bend catheter tip and shaping mandrel to desired shape. A slight over exaggeration of the shape may be required to accommodate for catheter relaxation. Shape the catheter by holding the shaped portion approximately 1 inch (2.5 cm not less than 1 cm) from the steam source for about 20 seconds (do not exceed 30 seconds.) Allow catheter tip to cool in air or saline prior to removing mandrel. Remove mandrel from catheter and discard. Multiple shaping is not recommended. Inspect the tip for any damage that may have resulted from steam shaping the catheter tip. If any damage is found, do not use the catheter.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that replaced new echelon 14 microcatheter and procedure was completed.